Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41-54 mg/dl. Low bg cause was not known. Customer sister called ambulance for assistance when customer felt dizzy. Customer was treated with glucagon and drinking orange juice.